Event description:
During treatment, the doctor started noticing redness and some white spots on the pts face. The pt developed dozens of pin-head size burns.

Manufacturer narrative:
The treatment tip that was used on the pt was returned for investigation. During investigation, it was discovered that the treatment tip had a black burnt mark on the surface of the treatment tip. Thermage has identified the insufficient use of coupling fluid during the procedure to be a source of this membrane breakdown. To address this issue, thermage has provided additional training in the form of a technical bulletin. Thermage has provided usage guidelines for the coupling fluid in this technical bulletin and has begun to supply the coupling fluid in a larger container size to accommodate for increased usage of the fluid.